Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6, h7, h9. The reported issue of the device would not power on was confirmed. The device was evaluated and repaired through the service repair process. A review of the device history record showed the device had a manufacture date of 01/24/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device will not turn on. There was no patient involvement.